Event description:
The customer reported that while performing a pacemaker implant,t he surgeon noticed a burn in the gloves that she was wearing. The surgeon's skin was not affected. After the procedure, it was noticed that the pt had a burn 3mm in size on the chest cavity near the incision site. The degree of burn and the treatment of the burned are were not made available by the site contact. The unk type of electrosurgical pencil in use during the procedure has been discarded.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received incident is obtained a follow-up report will be submitted.